Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy, the tissue pad on the sonicbeat device had become detached. There was no detachment or loss of material within the patient. The procedure was successfully completed using an olympus backup device without any delay. There was no report of patient harm associated with this event.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d4, d9, h2, h3, h6, h11. E1: corrected phone number format. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. Based on the results of the investigation, the reported malfunction is inferred to have occurred through the following mechanism. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.